Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to the customer's site at a later date for another event which has been documented under medwatch report 2249723-2022-00051. The fse was able to verify proper unit operation and the iabp unit passed all testing. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. A contact at the customer's site is: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Communication/interviews: at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) conversed with the customer and the customer indicated that the transport crew was able to duplicate the problem in a controlled setting. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that while in use and during patient transport, the cardiosave intra-aortic balloon pump (iabp) was plugged into the plane's power with transport inverter. Another battery was engaged. When the plane power was turned off, the iabp unit shutdown. The unit was able to be turned back on with no further issues. No patient harm, serious injury or adverse event was reported.